Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) indicated that the data trend is suggestive of body habitus, like fat under the coil or the can. The physician commented back to the field representative that the patient has gained a substantial amount of weight. Ts observed from the lead impedance trend that the most likely cause of the impedance variability is patient body habitus change (weight changes) that could be influenced by adipose tissue beneath the coil. Ts recommended to review of the implant and recent x rays. The plan is to continue to monitor. This electrode remains in service. No adverse patient effects were reported.